Manufacturer narrative:
Device is currently unavailable.

Event description:
Per the clinic, the device was explanted (date not reported) for unknown reasons. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2015. The device has not been made available for analysis as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015 due to an infection at the implant site. During the surgery, the infected tissue was excised. There was a csf leak during explantation that was successfully controlled. The patient was prescribed antibiotic treatment post op (duration not reported). This report is filed february 16, 2016. Device not available for analysis.